Event description:
On (B)(6) 2025, the user reported a low blood glucose event. The manual blood glucose test result was 59 mg/dl, while the g7 cgm initially read 74 mg/dl. A prior calibration had not been applied. The cgm later adjusted to 62 mg/dl. The user treated the low with two glucose tablets and was advised to call back if blood glucose levels did not stabilize.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.